Event description:
In 2008, the patient reported that she began use of the infusion device on five days earlier and changed the insulin cartridge for the first time on the day prior to original date. She stated that her blood glucose was "perfect" (160 mg/dl) when she woke up but her readings have continued to elevate throughout the day. Her most recent blood glucose reading was 437 mg/dl and she bolused 7 units of insulin. Her target blood glucose range is 80-140 mg/dl. Her only symptom of elevated blood glucose was thirst. Through troubleshooting the patient discovered a 1/4 inch bubble in the insulin cartridge. The stated that she uses room temperature insulin. She was instructed how to remove the bubble from the system. Further attempts to reach the patient for follow up were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.